Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used (it is unknown if the device was used during a procedure). According to the complainant, the generator failed to power up. The biomedical engineer at the account inspected the unit and found that the fuses were blown. The fuses were changed, after which the unit reportedly emitted some "mechanical sounding" noises before blowing the fuses again. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found some decals and minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. It was noted that the cover screws and rf board screws were loose, and a bezel screw had been removed which was found inside the unit. During electrical evaluation, it was noted that the fuses were blown and the power supply was not functioning properly. The complaint that the console failed to start up was confirmed. The fuses and power supply were replaced, after which the unit passed the endostat iii return evaluation procedure. However, review and analysis of all available information failed to indicate a probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used (it is unknown if the device was used during a procedure). According to the complainant, the generator failed to power up. The biomedical engineer at the account inspected the unit and found that the fuses were blown. The fuses were changed, after which the unit reportedly emitted some "mechanical sounding" noises before blowing the fuses again. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.